Manufacturer narrative:
Medical device expiration date: unknown. PMA/510(k)#: k980987(syringe); k161170 (needle). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 25x1 rb had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 305787 batch no: unknown. It was reported that two syringes had crystals or something on the needle. Verbatim: we had another syringe issue. The staff at our outpatient clinic found two syringes that look like they have some type of crystals or something on the needle. They are the bd eclipse 3ml 25g x1. We do not know the lot number. No other issues with any of the other syringes have been noted.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 25x1 rb had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 305787 batch no: unknown it was reported that two syringes had crystals or something on the needle. Verbatim: we had another syringe issue. The staff at our outpatient clinic found two syringes that look like they have some type of crystals or something on the needle. They are the bd eclipse 3ml 25g x1. We do not know the lot number. No other issues with any of the other syringes have been noted.

Manufacturer narrative:
H6: investigation summary two samples without packaging were received by our quality team for investigation. The samples were subjected to visual inspection and gel (silicone) on the cannula was observed. A device history record could not be evaluated as the lot number is unknown. The assembly process was reviewed. As the batch number is unavailable, the probable cause of the gel on the cannula could be due to the accumulation of lubrication on the tubing surface which might drip to the cannula of the product.